Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a two patient profile not showing up on station. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the placeholder profiles were created because order messages were received before admitting messages. A technical support specialist updated placeholder status to admission discharge transfer visit type upon receiving the admit messages and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist inspected the device.